Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. On an unreported date the same month as the onset, the patient began treatment with unspecified antibiotics for the peritonitis. On an unreported date during hospitalization, dianeal therapies were withdrawn and the patient was switched to hemodialysis. The patient was recovering from the peritonitis. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient had recovered from the peritonitis event on an unreported date in the same month as the onset.